Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the person at the office that called the manufacture representative was new and was not reading the logs correctly. There was no issue at all. The patient was doing well and receiving effective therapy.

Event description:
It was reported there was an unknown problem. The pump was being used to deliver dilaudid. Additional information was requested but was not available as of the date of this report.